Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va22ldt, implanted: on (B)(6) 2020, explanted: on (B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The rep reported that as the healthcare provider (hcp) was removing the lead, the lead fractured with less than 6cm remaining. The hcp tried to remove the remaining portion and was unable, the lead was partially explanted. The product was not returned as it was discarded by the customer. It was reported that the issue was resolved.